Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm on an unknown date. Aneurysm morphology from the time of implant is unknown. The proximal aortic neck had a larger reversed taper shape. It was reported that approximately six weeks ago, a migration and a proximal type I endoleak were discovered. The migration was attributed to disease progression of the proximal aorta. Two endurant aortic cuffs were implanted at the time to resolve the endoleak. Three weeks later, a type iii junctional endoleak was discovered between the aneurx stent graft and the 36 mm endurant cuff. A 36x70 endurant cuff and a 20x82 endurant limb were implanted to resolve the type iii endoleak. The cause of the type iii junctional endoleak was because the stent grafts were not placed far enough into the hood of the original aneurx stent graft. No additional clinical sequelae were reported and the patient is stable.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent migration, endoleak), patient's condition affected effectiveness of device (disease progression of the proximal aorta). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (disease progression of the proximal aorta).